Manufacturer narrative:
Result and conclusion: code has been updated to the following: deleted fdr code and replaced. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a shocking/jolting sensation. The patient claimed the therapy was ineffective and they received shocking/jolting mostly. Battery stimulation was shocking/jolting unexpectedly. The device was explanted on (B)(6) 2014. There was no patient death or injury. No complications were reportedly associated with the event. The patient's status was noted to be alive with no injury. Additional information received reported the patient was not receiving effective therapy at the time of this report (2014-11-06). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent. Information regarding the event was previously reported. Refer to MFR report # 3004209178-2014-02620. All additional information received will be reported under MFR report #: 3004209178-2014-18258.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial #(B)(4) showed no significant anomalies with a reduced battery capacity due to an overdischarge condition.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported there was a confirmed ins overdischarge. It was unknown which number overdischarge this was. A physician mode recharge (pmr) was performed and did not successfully reset the device. The patient was unable to adjust stimulation. Impedance testing, x-rays and reprogramming were performed (the results were not provided). It was unclear if normal battery depletion occurred. A battery replacement was required as a result of the event. The device was replaced with a non-rechargeable battery. The device was explanted on (B)(6) 2014. The leads were not replaced and were not changed. There was no patient death or injury. No complications were reportedly associated with the event. The patient's status was noted to be alive with no injury. The patient was not in a clinical study. The patient was seen 1 week post operatively by the physician on (B)(6) 2014. The patient had not turned stimulation on due to procedural pain. The stim therapy was adjusted and reprogrammed with one stim group and program (a1). The manufacturer representative (rep) was going to follow up with the patient in one week to see if therapy had been effective through the week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a confirmed overdischarge (od) condition was observed on the patient¿s implantable neurostimulator (ins). It was noted by the patient that they have had only one od occurrence on their ins. The patient had not used the ins stimulation therapy for at least 3 months (also noted as ¿several months¿) and that the last date that they received therapy was unknown. A physician mode recharge (pmr) was unable to be performed on the follow visit to the physician¿s office and did not successfully reset the device. Reported diagnostics/troubleshooting included x-rays (results not reported). It was noted that the patient¿s pain pattern had not changed and had pain to bilateral low back and legs. The physician spoke with the patient and it was decided they would like to have the ins replaced, and, at the time of report, was awaiting authorization to schedule the replacement. It was recommended that a non-rechargeable ims model be implanted in the patient as they were previously non-compliant with recharging the current implanted ins. It was also noted that the location of the lead component was to remain unchanged and no revision was to take place. At the time of report, the patient continued on oral pain medications and was not receiving effective therapy. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information reported that impedances were checked both pre- and post-replacement of the new ins and were within normal ranges at both checks. Since the old ins was in an od condition at explant, no battery parameter information was able to be obtained. Should additional information be received a supplemental report will be filed.